Manufacturer narrative:
B5 revised due to additional information/clinical review/rationale received.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery for the support of a 40-year-old female patient. The patient had arrested with ventricular fibrillation at home and was coded by emergency services for 45 minutes, inclusive of defibrillations. Any other medical history or comorbidities were unknown, though the patient was known to use cocaine. The patient was having tachycardia and hypertension, presenting in scai stage e shock. After presenting to the cardiac catheterization lab the team medically was managing the patient and revealed the coronary arteries were clear of disease, but the impella cp was placed for hemodynamic support. While on support the arrythmia and hypertension persisted, as did the medical management with nitroglycerine and propofol, but the diagnosis of an anoxic brain injury was made. Care was withdrawn and the patient expired after 2 days of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and cocaine use, as presented in scai stage e.

Event description:
The user facility reported that a patient was placed with an impella cp and was tachycardic and hypertensive. The patient was positive for anoxic brain injury, and the family made the decision to withdraw care. The patient expired soon after support was stopped.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the tachycardia, stroke: the root causes of the injuries were unable to be determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.